Event description:
On (B)(6) 2013, at 9:10am, rsvp personnel spoke to pt's mother who stated that pt (her son) passed away on (B)(6) 2013. Mother stated that pt's father put pt down for a nap around 3pm. Mother went to check on pt approx 4:15-4:30pm and he was unresponsive. Mother stated pt was napping in a pack n play and had decannulated himself. Pt was on one end of pack n play and his tracheostomy tube at the other end still attached to the ventilator circuit. Mother stated that the simv rate was set at 12. Mother also stated that ventilator was not alarming. Mother stated that ventilator started to alarm once she disconnected the tracheostomy tube from the ventilator circuit. Mother was asked by rsvp personnel if the pulse oximeter was alarming and mother stated that the pulse oximeter had not been placed on the pt. Mother stated that between drs. (B)(6), she was told that the pulse oximeter could be used as needed during the day, so it was not on the pt. Mother will call to arrange a time for use to pick up the equipment.